Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead had triggered an alert for low impedance when the rv tip-to-rv coil pacing impedance exceeded the programmed lower alert level. The lower alert level threshold was adjusted and the lead remains in use. No patient complications have been reported as a result of this event.